Event description:
It was reported that at post surgery follow-up, a broken screw was identified by x-ray. Construct was l4-s1. Left l4 screw is broken off roughly 1cm from the tip.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.